Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: received one eclipse filter delivery system in a sample return kit. Filter was returned inside of a segment of the introducer sheath. Inner product packaging and label was returned. The returned sheath segment measured approximately 98mm in length (per the reported event, the physician cut the sheath during the procedure). The sheath was noted to be kinked approximately 29mm from the distal tip. Spiral indentations were noted on the exterior of the sheath; however, no damage was noted to the distal tip. In addition the filter feet were visibly lodged at the proximal end of the introducer sheath, at the location where the sheath was cut. No other anomalies were noted on the returned device. Functional/performance evaluation: the filter was removed distally. Upon removal, no anomalies were noted. All 6 arms and 6 legs were present and intact; however, one of the legs was missing a foot. The broken foot was likely caused by the cutting instrument the physician used to cut the sheath. No other anomalies were noted. Heat was applied and the filter took the appropriate shape. All measurements met the required specifications. Medical records review-image/photo review medical records were not provided. No images or photos were provided. Conclusion: the complaint investigation is confirmed for failure to advance, as the filter was returned lodged inside the sheath. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the eclipse vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter became stuck inside the delivery sheath and could not be deployed; therefore, the filter and delivery system were exchanged for a new vena cava filter that was prepped and deployed successfully. There is no reported patient injury.